Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up it was reported that device overheats when used more than a minute. The impact was time to change the drill, drill coolant tubing and sterilization costs from opening a new drill. There was a surgical delay of 10 minutes. Cochlear implant was the type of procedure performed. Back-up device used.

Manufacturer narrative:
Analysis of product ID 3334800 of serial # (B)(4) and lot# 206717722 confirmed the overheating of device. The handpiece has run for 1 minute at 80k speed, after the minute the temperature on the middle of the handpiece motor rose to 114f the rear to 116f and the nose temperature rose to 123f. The cleaning brush has been found inside the motor. The bearings are corroded and worn. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the handpiece was overheating intra-operatively and contains a brush that broke off at sterilization facility. No further information reported.